Event description:
It was reported that impedance testing revealed high impedance measurements for electrode 3 on the device. It was noted that the device was near its 'end of service' (eos) in about 7 months. While good battery voltage measurements were reported, it was noted that the patient needed to increase the voltage in order to get the same therapeutic effect. Additional information reported that the patient was scheduled for the replacement of the internal neurostimulator (ins) due to normal battery depletion in august. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399930, lot# j0511411v, implanted: (B)(6) 2005, product type lead. (B)(4).